Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, they were unable to assess the patient as the capsule got stuck in the cecum. It was uncertain when the capsule left the cecum, since the capsule battery lasted only for 10 hours, but it was reported that the capsule exited the body without any interventions. There was no patient or user harm.